Event description:
It was reported that upon interrogation, noise was observed on both the atrial and ventricular channel. The leads remain implanted.

Manufacturer narrative:
No medwatch form was received.